Event description:
When gamma nail was attempted to remove, the extraction instrument was broke. The patient was as young as 40-year-old.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the pegs of the returned device are severely damaged and it¿s impossible to remove the inner rod and compression bolt. Only 1 peg is broken off, the 3 others are highly deformed (as the tip of the inner rod). The device received shows normal signs of usage. The pegs appear severely deformed. Plastic deformation can be confirmed as there is a permanent deformation with no breakage of 3 other pegs. Threads of the inner rod are also damaged as a result of excessive force on the pegs and ultimately on the threads. Such a deformation is possible under application of high torque and consequent heat generation which ultimately lead to the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by user as plastic deformation is evident in the peg area. Such a deformation and breakage is possible under application of excessive torque and consequently due to heat build-up. Thus, an abnormal usage is there in order to extract the lag screw. Under intended usage, such a failure would not have occurred. It cannot be excluded that since the device has been long in use (manufactured in 2005), the structural integrity of the device would have certainly weakened due to frequent usage & multiple sterilization cycles which in turn compromised the overall strength of the device. Consequently, leading to breakage of the peg due to excessive torque application. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
When gamma nail was attempted to remove, the extraction instrument was broke. The patient was as young as (B)(6).